Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator had gone into backup mode following magnetic resonance imaging (MRI) scan in which device MRI settings were not enabled prior to scan. High voltage therapies were disabled during backup mode. The device was successfully reprogrammed back to normal function. The patient was stable and asymptomatic.